Event description:
Rph spoke with (B)(6). (B)(6) was taken by ambulance to the hospital and admitted on sunday. Her peg (percutaneous endoscopic gastrostomy) tube was leaking severely. They stated no concerns for her pn.